Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be damaged. There was no reported impact to the customer's blood glucose level. No further information regarding the event was provided.